Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a zero tip basket captured a stone in the ureter. However, the stone was too big and the basket failed to release the stone. Stone was eventually released from the basket by fragmenting the stone with laser. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.